Manufacturer narrative:
Date of event was on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause and treatment for the event were unknown. It was not reported if the patient was hospitalized. At the time of this report, the patient has recovered from the event. Pd therapy was withdrawn during the treatment. No additional information could be provided because the reporter declined follow up.